Event description:
Healthcare professional reported " implant with several folds with periprosthetic fluid within the small spaces of the folds" and "¿snowstorm¿ image that dissects or separates the implant membrane from the fibrous capsule, suggesting intracapsular rupture. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported " implant with several folds with periprosthetic fluid within the small spaces of the folds" and "¿snowstorm¿ image that dissects or separates the implant membrane from the fibrous capsule, suggesting intracapsular rupture. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b3, d1, d2a, d4, d6a, g2, h4, h6.